Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that crack on around reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.